Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device gave the patient shocks for sinus tachycardia that were detected as ventricular fibrillation. It was later reported that the device was at eri (elective replacement indicator. The device was removed and replaced. No patient complications have been reported as a result of this event.